Event description:
It was reported that the patient presented to the hospital for an implant procedure. Upon unscrewing the leads, the set screw fell out from the pacemaker header. Additionally, the set screw would not torque while screwing back the leads. The pacemaker was not used and replaced on (B)(6) 2024. The patient was in stable condition.